Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed via analysis of the submitted log file. The log files (ba052021 and ba141306) contained approximately 2 days of data combined (03oct2022 ¿ 05oct2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on 19may2022 from 15:06:57 to 15:07:02 due to a loss of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 03feb2021. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault, no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review found transient power cable disconnect and no external power alarms on (B)(6) 2022 while the patient was connected to the mobile power unit (mpu). Additional information was received that the ac power cord of the mpu came loose at the wall despite having a v-lock connector. The mpu remained in service.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.